Event description:
It was reported that patient's mobile power unit (mpu) was not working or lighting up. The patient was seen in clinic with mpu, and stable on external batteries with backup. Ventricular assist device (vad) coordinator troubleshooted by checking all components of the mpu including v-lock connection. No damage was noted. When mpu was plugged into the electrical outlet in clinic, it was noted there were no visual indicators the mpu was on and running. Double a batteries were also exchanged. It was confirmed not operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) not working was confirmed during evaluation of the returned unit. Upon connecting the mpu to ac power, the unit was not able to properly power on and could not supply power to a test system controller. The customer was provided with a new mpu, and the returned unit was forwarded to product performance engineering for additional analysis. Further testing was performed, and the issue was isolated to the power supply pcb. Following replacement of this pcb, the repaired mpu powered on and was able to provide power to a test system controller without issue. The circuitry of the power supply pcb was further analyzed, and it was found that a transistor had been electrically damaged and was producing abnormal voltages. The root cause of the mpu not working as intended was determined to be related to the electrically damaged component on the power supply pcb. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including no external power alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit. The heartmate 3 patient handbook (rev. D - section 10 ¿safety checklists¿) instructs the user to check daily that the power on symbol of the mobile power unit is illuminated green. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.